Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a low anterior resection, the handle partially fired the loading unit and there was a cracking noise on that first firing. The same thing occurred with the second loading unit. The staple line was incomplete. To correct the staple line a new staple line was created. 1-2 cm of tissue was lost at the rectum because a new staple line was done further down. To correct the condition a new handle was used. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device and two reloads. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded a reload. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. Visual inspection of the first reload noted that it was partially fired to the 3 cm cut line and engaged in interlock. Functionally, the reload was loaded into a pmv representative instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Visual inspection of the cartridge revealed that the second reload had a full staple complement. The reload was loaded into a pmv representative instrument for functional testing. The reload was applied to test media with proper transection and staple formation. Replication of the sheared teeth condition may occur when firing is over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution- preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.